Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain #4) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred on (B)(6) 2013 at 07:03:20. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The device passed electrical and functional testing. External and internal inspections were performed and the device passed. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.